Event description:
Pt complained of abdominal pain and need to vomit. Discovered pt had received 200 cc of equalyte in 20 minutes when order was for 70 cc/hr. Pump was tested for proper delivery of feeding. Pump delivered 100 cc water in 5 minutes. Pump was removed and replaced.